Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of atrial pacing on the right ventricular (rv) channel and qrs undersensing. Programming changes were made, however the oversensing was still occurring. Technical services (ts) recommended additional programming options and/or rv lead revision. This device remains in service. No adverse patient effects were reported.